Event description:
Customer reported device giving higher results, however no values were provided. Customer's family member gave customer 30 units of insulin. Device = 500 mg/dl. Family member took to veterans administration (va) urgent care. Va device = <300 mg/dl, however exact value was unk. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.